Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The death was not considered device related and the device operated as intended. The account indicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that right ventricular failure can develop during or shortly after pump implantation and outlines the associated treatment options. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upper and lower scopes were completed to confirm bleeding. Clips were placed to treat the bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to biventricular failure and bleeding. No other information was provided.